Event description:
Information received a smiths medical pump ambulatory infusion pumps/cadd solis vip pumps - 2120 revealed everything being infused but nothing got infused to patient. No patient adverse events reported.

Event description:
Additional information was received about the infusion: 5fu/chemotherapy.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H10 - device evaluation results: one cadd solis vip pump was returned for investigation in used condition. The pump was found to have a degraded downstream occlusion sensor seal. The battery compartment was also damaged. The pump passed the delivery accuracy test. The customer reported product problem (under infusion) was not reproduced. The expulsor and valves were replaced as a preventive measure.